Event description:
Caller reports lancet did not retract on safe-t pro after firing. Caller stated nurse was stuck when she placed the device into the sharps container after use. Caller reported the lancet is not available and will not be returned. Nurse went through blood borne pathogen protocol per facility; test results were negative and no treatment was given. No product will be returned; no replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.